Manufacturer narrative:
(B)(4). No sample is expected to be returned. W/o the actual complaint sample a full investigation cannot be completed. We are unable to determine the exact cause for this specific event however, previous investigations for the reported issue have been performed and documented under a corrective and preventive action. Info of this nature is included in our database and monitored through trending.

Event description:
Customer reported reported the balloon was leaking air and needed to be inflated to keep the pressure inside the cuff. Customer confirmed no pt harm.